Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt was implanted with a dcs plate on an unknown date. It was discovered the plate was broken on an unknown date. The plate was removed on an unknown date; it is not known what the pt was revised to. Additional information has been requested.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.